Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead tip would not extend and retract easily. Several attempts were made but still unsuccessful. The physician opted to use another lead. The ra lead was never in service. The lead was returned to the laboratory and was analyzed, and the product investigation result indicated that this lead's helix difficulty allegation was not confirmed - based on a passing helix mechanism test. See h10, for full investigation details. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead tip would not extend and retract easily. Several attempts were made but still unsuccessful. The physician opted to use another lead. The ra lead was never in service. No adverse patient effects were reported.